Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected error test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart alarms were noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm and an unexpected restart alarm. The customer's blood glucose was 234 mg/dl at the time of incident. The customer stated that they took out the battery after receiving the button error alarm then the unexpected restart alarm occurred after reinserting the battery. The customer stated that the alarm was unable to be cleared. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.